Manufacturer narrative:
It was reported that the ventilator was showing oxygen and air supplied failed and tf 5507 during ventilation of a patient. No harm to the patient was reported. The event did not cause or contribute to a death or serious injury to a patient. The root cause of the event was deemed to be a defective sensor board. After replacing the sensor board, the device was found to be functional and was released for use.

Manufacturer narrative:
Hamilton medical ag complaint number:cer (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during ventilation, the ventilator was showing oxygen + air supplied failed and tf 5507.